Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connection between the insertion pipe and control unit was not secured due to looseness of the insertion pipe. The device evaluation found that the adhesive on the objective lens was peeled. Additional findings include the following: water tightness was lost due to damage on the light guide cover glass, the bending section cover had a scratch / chip, switch 1 / 2 / 3 had a scratch, switch 1 was damaged, the light guide cover glass had a scratch, switch 1 was dirty, the bending angle in the up position does not meet the standard value due to wear of the angle wire, and the image had white dots due to damage on the charged-coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. A definitive root cause of the event could not be conclusively determined. However, based on the results of the investigation, it is likely the peeling on the objective lens was caused by stress of repeated use, external factors, or handling. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3.6 inspection of the endoscopic system. -please continue to handle in accordance with the IFU. -never use abrasive wiping materials or cotton-tipped applicators with a metallic stem, as the objective lens may be scratched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had tip wobble. The issue was found during evaluation. Inspection and testing of the returned device found that the objective lens adhesive was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.